Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At unknown time the patient had a blood glucose result of 20 mmol/l. The customer experienced elevated blood glucose symptoms and was unable to self-treat. The customer's mother had to treat the customer with an insulin injection. The customer was not hospitalized. The infusion device cannot be returned for legal and customs issues.